Manufacturer narrative:
This complaint event investigation was found to be a duplicate event an existing event and this event is not reportable. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician, surgical valve did not prematurely fail/malfunction. This event was found to be duplicate complaint investigation. It was reported that a patient with a 23mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 13 years due to aortic stenosis. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure was performed in the or as the patient required a double basilica procedure and the surgeon felt open heart access would be best because of the patient's porcine root. The procedure concluded with very good outcome for the patient.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm valve with an implant duration of approximately 13 years underwent a valve-in-valve procedure with a 9750tfx 23mm due to unknown reason.